Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a family member the patient is "deceased, the family member had the device turned off because it kept shocking and knocking the patient on their butt. The device was turned off and the patient died." No other information is known.